Event description:
Patient had star poly and talar components removed.

Manufacturer narrative:
Surgeon removed talar component that had migrated posteriorly but was not loose. Smaller talar component was implanted with bone cement. The poly core was replaced. Review of manufacturing records showed no anomalies. Additional model number: 400-140. Additional lot number: 09281.